Manufacturer narrative:
(B)(4).

Event description:
It was reported the device was observed to be in backup vvi mode via remote monitoring. A software update was performed and normal operation was confirmed. The patient did not experience any adverse consequences due to this event.